Event description:
It was reported that prior to starting a da vinci s surgical procedure, the site was unable to calibrate the endoscope as the alignment target cross hair was not viewable. With the assistance of an isi technical support engineer, the site reseated the endoscope adapter and tried using both a 30 degree and 0 degree endoscope. The site then reseated the camera cables and restarted the system. The setting on the camera control unit (ccu) were found to be normal and the white balance was completed. The site again attempted to look at the alignment target but the cross hairs were very faint on the screen. The color bars displayed properly, however, the site tried to view the alignment target with the camera head only and could not get a clear picture. The patient was under anesthesia when the surgical staff made the decision to abort the planned procedure. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the reported issues experienced by the customer were associated with the camera head and camera cable. The camera head produces three dimensional images to the da vinci vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected camera heads and camera cable. As of april 2, 2009, there have been no reported recurrences of the issue at this hospital.